Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino laryngo videoscope had a small but long wire filament coming off of it from the distal end of the scope. The issue occurred during reprocessing. There were no reports of patient involvement.